Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2007. During the procedure, the catheter lost pressure and when it was removed there was a hole noted in the balloon. The procedure was completed with a second catheter with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.